Event description:
The facility reports as the lifter was being used with a non-arjo tub, the lowering function of the lifter started without activating the handset. The pt was lowered into very hot bath water and was seriously burned (second degree burns). The pt died from the incident.